Event description:
It was reported that patient underwent a knee arthroplasty procedure utilizing signature guides on (B)(6) 2012. During the procedure, the femoral and tibial guides did not fit well on the patient's bones. The procedure was completed using traditional instrumentation and by implanting a smaller femoral component than was originally planned. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Device was forwarded to supplier manufacturer for evaluation. Supplier manufacturer evaluation included a review of planning and procedures. Undersegmentation of the anterior and distal cartilage have caused the issue with the fit of the femoral guide. Undersegmentation of the lateral plateau and anterior cortical region likely caused the issue with tibial guide fitting.